Event description:
The user facility reported a 61-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump was placed but the waveforms and low flows were not optimal. After 43 minutes of support, the pump was explanted as they felt the low flows were due to a clot. The pump was explanted, and no thrombosis was seen. The second pump was placed but the family then made the patient's care as comfort only and the patient expired. Per abiomed's medical safety officer review, there was no association between impella use and outcome.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was not returned for investigation. Data logs were returned and investigated. Flows at p9 were seen deteriorating followed by suction and purge pressure blocked alarm. The purge alarm resolved immediately. Placement signal trend was declining followed by suction and low flows with p-level drop. Per the clinical information provided, the root cause of the low flow issue was most likely patient condition related. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12391 and should not have been. H.6 code 4629 was inadvertently omitted from the previous manufacturer device report number 1220648-2024-12391 and has been added.